Manufacturer narrative:
(B)(6) 2024 device explanted. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2024 device explanted. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed that the eri battery status was activated because the charging time of the high voltage capacitors exceeded the limit of 20 seconds. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a damage of the charging circuit, which may compromise the ability of the device to deliver therapy. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective cahrging circuit, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
This device shows eri. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2024 device explanted. The ICD was successfully interrogated upon receipt, confirming the observed eri status. Detailed analysis of the ICD shows that the safety backup mode was likely activated during an MRI examination on (B)(6) 2023. The reason for this activation was not determinable based on the available data. Activation of safety backup mode renders the MRI mode of the ICD deactivated, as per specification. The strong magnetic field during the MRI examination, coupled with the icds charging cycles, resulted in high current behavior and transformer saturation. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition, which can in rare cases lead to the damages observed during destructive analysis of this ICD. Please note, that this does not represent a device malfunction. The device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis of the electronic module, damages to a component of the electronic module were noted. The aforementioned rendered the charging circuit inoperative, resulting in the observed extended charging time followed by a premature eri detection, as the amount of battery charge extracted does not align with the displayed eri status. In addition to the comprehensive electrical analysis, the manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the reported observation. In conclusion, there was no indication of a device malfunction. The observed damage was caused by the influence of a strong external magnetic field during the icds charging cycles.